Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). A 10/4.00 flextome cutting balloon was selected for use. During the procedure, a non bsc balloon was used to pre-dilate the target lesion. Then, during the first inflation, the flextome cutting balloon was used and inflated at 10atm. After that, the second until fourth inflation was performed at 12atm. However, during the fourth dilation, it was noted the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.